Manufacturer narrative:
H6 - code c19: a review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: specimen was returned to gore. Evaluation is currently in progress. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of a basilic vein outflow stenosis in a dialysis patient, an 8fr pinnacle sheath was used to advance a gore® viabahn® endoprosthesis (viabahn® device) over an .035 stiff glide wire. As reported, there were no pre-existing devices in the treatment area. It was reported the viabahn® device reached the intended treatment area and deployment was started, but the deployment line would not release. The physician tried several maneuvers without success. The constrained viabahn® device was removed. A new viabahn® device was used to complete the procedure with no issues. The patient did not experience any adverse consequences.

Manufacturer narrative:
D9: date of returned device was entered into the field. H6 - code c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The outer zipper was deployed; the inner zipper was expanded 0.5 cm. A kink was observed at the catheter transition. The root cause of the reported and evaluated failure modes could not be determined within the engineering evaluation.